Event description:
Boston scientific received information that this right atrial (ra) lead displayed high out of range pacing impedance measurements, noisy signals, and high pacing threshold measurements. This patient has exit block. The patient claimed he/she had an accident while gardening. The decision was made to explant and replace this ra lead. All measurements were normal and within range. There were no adverse patient effects reported. There were no allegations against this ra lead.

Manufacturer narrative:
This ra lead was surgically abandoned, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.